Event description:
It was reported ¿the lead could not be sufficiently fixed.¿ the ¿product was changed out and replaced with a backup to complete the procedure when the stimloc could not be fixed.¿ the patient was ¿in good condition after the operation.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stimloc_acc, serial# unknown, product type: accessory. (B)(4).